Event description:
During a regular follow-up performed on (B)(6) 2014, abnormally high ventricular lead impedance was observed. Pacing and sensing failure were reportedly observed. Due to patient condition, lead replacement is not considered by physician at this stage. An analysis was requested in order to identify the possible cause of this issue. Preliminary analysis confirmed the reported behavior. Episodes stored in device memories showed non-physiological signals that indicate the probable presence of a ventricular lead issue or connection issue.

Event description:
During a regular follow-up performed on (B)(6) 2014, abnormally high ventricular lead impedance was observed. Pacing and sensing failure were reportedly observed. Due to patient condition, lead replacement is not considered by physician at this stage. An analysis was requested in order to identify the possible cause of this issue. Preliminary analysis confirmed the reported behavior. Episodes stored in device memories showed non-physiological signals that indicate the probable presence of a ventricular lead issue or connection issue.